Manufacturer narrative:
The instrument was returned and evaluated. Failure analysis found the instrument's blades had mechanical indentations/burrs. One blade edge had an indentation between the midpoint and tip that acts as a mechanical stop for the other blade when closing. Failure analysis concluded that the damage may be due to mishandling/misuse. Failure analysis investigation also found the instrument's main tube had scratch marks/abrasions. The distal end of the main tube had various scratch marks with light material removal. The scratches were not aligned with the tube axis. No other damage was found. The instruments and accessories user manual specifically states: general precautions and warnings handle instruments with care. Avoid mechanical shock or stress that can cause damage to the instruments. The customer reported complaint does not in itself constitute a MDR reportable event; however; the various scratch marks with light material removal found during failure analysis if to recur could cause or contribute to an adverse event.

Event description:
It was reported that during a da vinci surgical procedure, the curved scissors instrument was observed to not cut anymore. There was no patient harm, adverse outcome or injury reported.